Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection with naked eye and magnification was performed and identified the cut on transversal section of the tubing witn an irregular pattern which suggest that the tubing was pulled. A pull-test was performed that duplicated the damage. The miniclamp was also inspected and there was no cut edges on the component that suggests that the cut was made by the mini clamp. The reported issue was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink extension set snapped when clamping. There was no report of patient injury or medical intervention associated with this event. No additional information is available.